Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The side frame was returned for evaluation, and subsequent testing verified the complaint. The weld broke at the rear of the seat rail/side frame. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states cracked at the weld.